Event description:
The patient reported occasionally feeling a sensation like a "bee sting" near the device. Follow up was conducted and the patient's device has not been checked since it was implanted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.